Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings in the 300s and felt unwell, with no alerts or alarms reported and the cause unclear. Symptoms included feeling unwell consistent with hyperglycemia. Outcomes included no reported medical evaluation, intervention, or hospitalization. Investigation included outreach to obtain additional details and blood glucose information. Investigation of this case revealed no device malfunction reported and no component-specific issues identified, with the clinical event remaining unconfirmed pending user follow-up. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.